Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Phone number: (B)(6).

Event description:
It was reported that the external pulse generator (epg) displayed an error code immediately out of the box. The epg is expected to be returned for service and repair. There was no patient involvement.